Event description:
Device 1 of 3; reference MFR report: 1627487-2019-05170 and 1627487-2019-05171.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2019-05170 and 1627487-2019-05171. It was reported the patient's md replaced the patient's drg system with an scs system, reportedly therapy did not work and was not relieving the patient's pain. The md stated high impedance was observed for the drg system and reprogramming was not possible. Stimulation therapy was restored and the patient was doing fine postoperatively.